Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, leaflet was torn while grasping the leaflets. The clip was removed from the anatomy. Heart failure symptoms were observed and was treated using intra-aortic balloon pump. The procedure was terminated with unchanged mr. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to procedural conditions. The heart failure appears to be a cascading effect of the tissue injury. Tissue injury and heart failure are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as an intra-aortic balloon pump was used to treat the heart failure symptoms. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.